Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Upon examination of the returned photo, it was observed that the luer lock broke off and attached to the needle hub. No defects or imperfections were observed on the needle assembly. Based on the investigation, the reported defect is not related to the safety glide needle. Therefore, a probable root cause could not be offered, and corrective actions are not required at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle safety mechanism broke. The following information was provided by the initial reporter: verbatim: stem of vial broke prior to removing safety cap of needle when prepping to administer vaccine to client. Needle was stuck in the safety cap.

Event description:
It was reported that the bd safetyglide¿ needle safety mechanism broke. The following information was provided by the initial reporter: verbatim: stem of vial broke prior to removing safety cap of needle when prepping to administer vaccine to client. Needle was stuck in the safety cap.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.